Manufacturer narrative:
We have inspected the qc documents of the last three batches of the affected screw shipped to the distributor and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. As a result of the above and the fact that no device was returned for evaluation and further information is missing, this complaint is deemed unconfirmed.

Event description:
It was reported that the screw head of a non-locking screw screw broke off. Product was used for 4th metacarpal fixation.